Manufacturer narrative:
Additional information: the device was manufactured between 04may2018 and 06may2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) exactamix 1000 ml eva tpn bags were leaking from an unspecified location. The leaks were observed during the nutrition mixing process prior to patient use. There was no patient involvement. No additional information is available.